Event description:
Falsely elevated prothrombin (pt) results were obtained on qc and a patient sample. The patient result was reported to the physician. The sample was repeated by the laboratory and a lower result were obtained. A corrected report was issued. Patient treatment was not altered or prescribed due to discrepant elevated pt result reported. There is no report of adverse outcome to the patients as a result of the falsely elevated pt result.

Manufacturer narrative:
The cause of the discrepant results is instrument water contamination. The account evaluated the situation and returned the system to within range qc by instrument shutdown and changing the instrument water. The water is obtained by the customer packaged by a non-siemens vendor. The instrument is performing within specifications. No further evaluation of the device is required.